Event description:
It was reported that during a urethral bulking implant, the pt's scar tissue did not receive the implant well allowing the material to enter the bladder. The doctor did not see the material burst or open up through the tissue, however, when he checked the bladder, the implanted material was floating in the bladder. The doctor used graspers to remove the implant. No further complications have been reported.